Event description:
According to the info rec'd, this valve was explanted due to an entrapped leaflet as demonstrated on echocardiography and cine film six months postoperatively. The pt did not experience symptoms initially, but pt's condition continued to be monitored. The valve was implanted in the anti-anatomical position, and the subvalvular structures were preserved. It was reported the pt's inr was "controlled" and there were no signs of pannus or thrombus at explant. The valve was replaced with another valve and the pt's condition was reported to be "favorable".